Event description:
It was reported that the implant pocket site became inflamed due to infection. The patient was positive for bacteremia. Whole system was explanted. The patient¿s condition was stable before and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.